Manufacturer narrative:
(B)(4). Crimp assembly. The analysis showed that the (B)(4) device was returned with the anvil in the close position without preload and extended as the anvil crimp was noted to be insufficient. No cartridge reload was received for analysis. In addition the clamping mechanism was noted to be damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. No conclusion could be reached on why the crimp was insufficient and the articulation gear teeth became broken. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4).

Event description:
It was reported that during an unknown procedure, the joint of the device could not turn right. Another device was used to complete the procedure. There were no adverse consequences for the patient.